Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received instructions from technical support to inspect and clean the pump's pneumatic tap area, remove an o-ring, and properly load the cartridge. These steps allowed the customer to successfully load the cartridge and resume insulin delivery.